Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of genital haemorrhage ('huge blood clots, excessive bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("excruciating pain, cramps/ pain in her right pelvic area that increases during my menstrual cycle"), polymenorrhoea ("multiple periods a month"), dysmenorrhoea ("pain in her right pelvic area that increases during her menstrual cycle"), back pain ("backaches"), headache ("headaches"), migraine ("migraines"), vomiting ("vomiting."), fatigue ("tired"), insomnia ("only able to sleep 4-5 hours at most"), myalgia ("right calf muscle pain/right biceps feel like I just done lifting weight") and pain in extremity ("left foot tenderness"). The patient was treated with surgery (essure removal). At the time of the report, the genital haemorrhage, pelvic pain, polymenorrhoea, dysmenorrhoea, back pain, headache, migraine, vomiting, fatigue, insomnia, myalgia and pain in extremity outcome was unknown. The reporter considered back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, insomnia, migraine, myalgia, pain in extremity, pelvic pain, polymenorrhoea and vomiting to be related to essure. This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in (B)(6) 2015 (B)(4) , awareness date (B)(6) 2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2011. Consumer had essure implanted, was completely awake and had the most excruciating pain she has ever felt in her life. She has had multiple periods a month, cramps as severe as childbirth that keep her curled in a ball in bed, huge blood clots, excessive bleeding causing her to soak through a tampon and pad combined within an hour. She had constant pain in her right pelvic area that increased during her menstrual cycle and she had backaches on a regular basis. She got headaches that lead to migraines that only went away after vomiting. She was constantly tired but was only able to sleep 4-5 hours at most. She wanted her active healthy life back for her kids. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media-event myalgia and pain in extremity were added. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.